Event description:
35 grams of bonesource was used to repair a defect of about 25 cubic cm in top of the cranium. The pt had suffered trauma to the cranium about 1 year prior to the reconstruction on 11/1/97. Bonesource was used with an 18:1 dilution (0.17m) of abbott sodium phosphates for injection. All proceeded well during implantation. The bonesource set in eight minutes so site was closed and a drain was placed to the side of the implant. The implant became infected and crumbled. It was removed and replaced with pmma. This is the same pt/event as dist. Report # 1643752-1998-00002.